Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing low blood glucose since he has gotten the insulin pump. The caller stated that his trainer has made adjustments over the past five months, and the paramedics have been called several times over the past months as well. The customer stated that on (B)(6) 2013 her blood glucose was 32mg/dl by the time the paramedics arrived. The caller believes that the cause of her low blood glucose was possible to much insulin delivery. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.